Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Additionally, the customer was using cold insulin in the cartridge, reusing insulin, and not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue.